Event description:
Additional information was received . The pru level was unknown. After replacing the device, the angiographic result was good, with the new pipeline showing proper opening and positioning. The pipeline had not been placed in a vessel bend; the attempt to open the device was made in a straight segment. No additional devices were used to assist with deployment, and the pipeline was removed before complete release after several unsuccessful resheathing attempts. Difficulty and a heavy, less smooth feel were noted throughout the system during delivery, with no specific point of resistance identified. The catheter was flushed per the instructions for use. The causes of the stent failure to open, the resistance, and the pushwire break were not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0630-1s (lot 230229761). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment of the pipeline flex with shield technology stent (ped2), about halfway through the release, the device did not properly conform to the artery, failing to reach even the distal diameter of 3.6 mm, and in the mid portion it barely opened. All of the recommended maneuvers were performed, but without success. After several attempts, it was decided to replace the device. While attempting to remove the pipeline from the phenom 27 microcatheter outside the patient, there was resistance, and the wire eventually broke. The stent and microcatheter were replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, internal carotid artery aneurysm with a max diameter of 4.1 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.1 mm proximally. Vascular access was gained via the femoral artery. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was noted as yes. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an indication that is not approved (off-label) because the flares were inverted outside the patient before insertion into the microcatheter. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event.